Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2b0q3, implanted: (B)(6) 2020, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 15-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller said the leads of a pt's stimulator became or were intentionally disconnected from the ipg and now pt's needed MRI. Caller said they thought the leads were no longer within the connector block of the ipg. Tss reviewed MRI guidance. Caller said pt would have super pubic catheter placed in the next couple of months and pt does not plan on having the system reconnected or explanted.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care professional (hcp). The hcp reported that they saw the patient two months ago and were able to connect with ins and run a longevity test that indicated the battery life left was 0.5¿1.5. The caller states that now pt cannot communicate with ins, and the caller suspects eos but has not confirmed.